Event description:
It was reported during an open reduction internal fixation right foot and ankle surgery on (B)(6) 2013, it was discovered the electric pen drive had no power. It was reported the patient outcome post-surgical procedure was stable. The patient was in the room and under sedation at the time it was discovered the product had no power. There was no delay and a spare device was available for use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-05212. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.